Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.1 and 3.2 were not detected on the bus and cubies had failed to recover. A field service engineer (fse) arrived and no failures on the screen. Fse reseated the row ribbon cable for half-height drawers 3.1 and 3.2, restoring service and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es detection failed in multiple drawers. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.